Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a crack in the right cylinder connecting tube. As a result, both cylinders and the pump were replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed the first cylinder had a hole at the corner of a fold in the proximal end and wear at the fold in the proximal end and middle of the cylinder. Leakage testing of the first cylinder found there was a fluid leak from the location of the hole in the proximal end. Microscopic inspection revealed the second cylinder had wear at the fold in the proximal end and middle of the cylinder. Leakage testing of the second cylinder found there were no fluid leaks. Microscope inspection revealed the ms pump kink resistant tubing (krt) had wear to the filament and did not pass the test. Leakage and functional testing for the ms pump were passed. Based on the information available and analysis results, the allegations of mechanical issue and hole/perforation were most likely determined to be due to the leak from the corner of a fold in first cylinder. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a crack in the right cylinder connecting tube. As a result, both cylinders and the pump were replaced. No patient complications were reported.